Event description:
I had bilateral hip replacements with depuy asr metal on metal hip prostheses. Within 3 to 4 months, severe pain reoccurred in left hip. I had fluid and metal fragments in both hips with the left hip loose. I had the left hip revised on (B) (6) 2010. Dates of use: #1) (B) (6) 2006 - current. Diagnosis or reason for use: need for hip replacements.